Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of upstream occlusion alarms through the history log, but could not reproduce it during evaluation. Evaluation found damage to a connector on the processor printed circuit board which does not allow the upstream sensor tail flex to remain seated properly, which caused the reported symptom. The device has been retired from service.

Event description:
It was reported that a spectrum pump experienced upstream occlusion alarms. It was also reported that there was no pt injury.